Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) and a s421 (motor error-pmc, right) service alarm codes. The pump was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a s321 and a s421 service alarm codes. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.